Event description:
Pt had right knee arthroscopy procedure (B) (6) 2006. On (B) (6) 2007, pt experienced enlarging, painful pre-tibial mass. On (B) (6) 2007, pt had revision surgery; excision right pre-tibial soft tissue mass with calcium bone grafting tibial tunnel and excision neuroma infrapatellar branch saphenous nerve. Findings: large gelatinous soft tissue mass just anterior to the tibial tunnel which contained white chalk-like particles.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)